Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced three infusion set tubing detached from connector on (B)(6) 2024. The infusion set was in use for two days. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.